Event description:
Additional information was received that no x-rays will be sent for review. Programming history was received for review. Two abnormal system diagnostics results were found, one on (B)(6) 2012 and one on (B)(6) 2012. In both occasions the results were output current low, current delivered 0.25ma (generator programmed at 1.25ma at the time), lead impedance high, impedance 1000ohms, eri ok.

Event description:
It was reported to our country representative in (B)(6) that there was a vns patient with high lead impedance. The patient's device was programmed off. X-rays will be taken. No patient trauma or manipulation was reported prior to the reported event. No surgery date is planned at this time.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.